Event description:
Patient experienced a sudden increase in pain about three weeks ago. Xrays showed poly wear. Intraoperatively, the stem was discovered to be loose, the proximal half of the stem had broken off from the distal portion, which was well-fixed. Osteolysis was also reported. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient experienced a sudden increase in pain about three weeks ago. X rays showed poly wear. Intra-operatively, the stem was discovered to be loose, the proximal half of the stem had broken off from the distal portion, which was well-fixed. Osteolysis was also reported. Doi: (B)(6) 2000; dor: (B)(6) 2012 (left hip). The liner associated with this report was not returned for examination. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.